Event description:
It was reported that during a pre-use check, the cuff did not inflate. No patient injury or clinical affects was reported.

Manufacturer narrative:
Other, other text: d4: UDI number and g5: 510k is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com. One product sample was received in used condition without the original packaging. Four photos were included in for evaluation; the photos showed the complaint sample. Per visual inspection, no visual defects were detected in the samples. A leak test was performed, and the cuff failed to inflate and only the pilot balloon was inflated. A cut was made in the sample to check the joint between the inflation line and the tracheal tube, and it was identified that there was an occlusion due to excess solvent, which obstructed the flow of air into the cuff. The complaint was confirmed, and the root cause was due to manufacturing. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operations personnel to raise the importance of carrying out the manufacturing process in a responsible and efficient manner.